Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation

Event description:
It was reported that the inserter tip broke off in the anchor which was inserted into the patient. The tip was not retrieved. The case was a labral repair; patient is (B)(6)